Event description:
A customer had a problem with a permcath. According to the customer the catheter cracked while inside patient. It is unknown if catheter was ever used for dialysis or how long the catheter was inside the patient. Pt had a new catheter placed.